Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels of 400mg/dl. Customer treated with manual injection. It was also reported that the customer's insulin pump is cracked and busted and does not work. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.